Event description:
It was reported that the left ventricular (lv) lead experienced high thresholds and caused diaphragmatic pacing near the thresholds and the implantable cardioverter defibrillator (ICD) experienced early battery depletion. The lv lead and device were both explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 6947 implantable tachy lead: (B)(6) 2010; 4196 implantable pacing lead: (B)(6) 2010; 5076 implantable pacing lead: (B)(6) 2004. (B)(4).